Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported aic - battery failure (red alarm) has been completed. Aic logs confirmed the reported failure. There was a battery failure alarm and a battery level low alarm due to low pack voltage. The failure mode was reproduced on an engineering bench. The battery 1 lcd indicator was blank (fully discharged). Batttest showed a missing ¿fu¿ for battery 1, indicating either battery is disengaged via switch, or it is not providing any voltage. See the attached batttest screenshot. The battery failure was due to a defective battery 1. The root cause of the defective battery 1 was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) showed a battery failure red alarm. There was no reported patient involvement.